Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that an employee sent an email that stated the needles did not have a quality safety clip. They specifically indicated that the plastic surrounding the devices was very week and bendable. They specifically asked for the old needles to be restocked because they were very concerned for their own safety as well as the patients safety. They indicated that the needles are bendable which is concerning as the needle has the potential to break off. No patient injury was reported.